Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on field service evaluation, this reported issue could not be reproduced nor confirmed. The fse was able to test drive an instrument arm and camera arm with no issue or problem observed. The fse then completed preventative maintenance (pm) and all tests passed and calibration good. The fse's service visit did not reveal any issues related to the customer reported event. The system was tested and verified as ready for use. From available information, there is no return material authorization (RMA) associated with this complaint. At this time, there is no evidence that an isi device caused or contributed to an adverse event. Therefore, there is no isi product expected to return for evaluation. A review of the site's system logs for the reported procedure date was conducted by the regulatory post market surveillance (rpms) analyst. Verification via logs confirms the occurrence of a procedure on the reported event date matching the documented event details. No image or video clip associated with this reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the camera arm moved with unintuitive motion/freely with uncontrolled motions. Although, failure analysis could not confirm the reported issue, poor camera control could result in unintuitive motion and could lead to poor instrument control and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during an unspecified da vinci assisted surgical procedure, the surgeon experienced some intermittent non-intuitive motion. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The surgeon reported when trying to move camera right it would move down and when try to open the jaws on instruments it would appear bend wrist. The caller stated that ¿for right now however, everything is working fine¿. It seemed to be intermittent, and caller stated that they reseated the scope which helped for a while but usually resorts to issue again. The tse asked the caller to swap out the scope; however, they were at the end of the case. The caller stated that if it happens again, they will swap out the scope. The tse also reviewed the logs and found a few issues related to instrument recognition on arm3. An isi field service engineer (fse) would be dispatched to the customer site to further investigate the reported event. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the good faith efforts no further details have been received from the user facility as of the date of this report.